Event description:
Customer reported the system displays an overload fault error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the generator driver board and the batteries. System operates as intended. This MDR is related to ge healthcare complaint.